Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed analysis of the instrument, instrument data and samples. The fse checked the reagent delivery system, replaced the probe, checked probe drain performance, performed probe reset and cleaned and replaced the filter. The cause of the discordant calcium and creatinine results is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 1226181-2013-00084 was filed on (B)(4) 2013. (B)(4) 2013: additional information: an additional siemens field service engineer (fse) was dispatched to the customer site. It was determined that the water purification reverse osmosis (wpm ro) membrane rejection rate was 90%. The fse replaced the ro membranes of the wpm and ran the rinse cycle. As a result, the wmp ro rejection rate improved to 97%. The customer ran and reviewed the basic metabolic panel qc and triglyceride levels. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium (ca) and creatinine (crea) results were obtained on the vista 500. Testing was repeated on the same instrument, using different aliquot wells. Discordant calcium and creatinine results were obtained on the reruns. The initial and rerun calcium and creatinine results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and creatine results.